Manufacturer narrative:
Report number: 1038671-2024-04243 d10 concomitants: 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6). 315-35-00 - glnd kwire (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04243. The revision reported was likely the result of rotator cuff deterioration with subsequent superior migration of the humeral head. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition and/or component sizing or positioning issues. Additionally, there was observed wear on the articular surface of the glenoid. Potential contributing factors to the event such as patient activities, overstuffing of the joint, and/or soft-tissue stability cannot be assessed from the available information since the devices were not returned for evaluation and sufficient clinical information or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient was revised approximately 9 years 9 months post op. Reason for revision was due to rotator cuff tear leading to superior migration of the humerus. Patient went from a total shoulder arthroplasty to a reverse total shoulder arthroplasty. Surgeon left same stem insitu; removed replicator plate, all poly glenoid, torque screw and humeral head and in replacement placed a baseplate, screws, glenosphere, adaptor tray, humeral liner, reverse torque screw. Patient was last known to be in stable condition following the event.